Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8305838. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: no sample was returned. No abnormal found in process. Root cause description: the root cause of leakage cannot be confirmed. Rationale: no sample was returned. No abnormal found in process.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the seal was incomplete and leakage took place there. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found leakage and imperfect sealing.